Event description:
It was reported the patient's scs ipg was explanted and replaced with a different model due to being inoperable. The patient had not charged or used the scs system for over 90 days.

Manufacturer narrative:
(B)(4). Recall: 1627487-07262012-002-r, 1627487-05242011-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.